Event description:
It was reported that the pump module over infused esmolol. An infusion of esmolol (2000mg in 250ml of saline) was programmed at a rate of 1.62ml/hour with a total volume to be infused of 200ml. The total volume of 250ml was found to have infused over an unspecified period of time. Following the over infusion, the patient suffered cardiac arrest requiring CPR and subsequently ECMO (extracorporeal membrane oxygenation) cannulation. The patient was stabilized and monitored in acute care following the incident.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump module over infused esmolol. An infusion of esmolol (2000mg in 250ml of saline) was programmed at a rate of 1.62ml/hour with a total volume to be infused of 200ml. The total volume of 250ml was found to have infused over an unspecified period of time. Following the over infusion, the patient suffered cardiac arrest requiring CPR and subsequently ECMO (extracorporeal membrane oxygenation) cannulation. The patient was stabilized and monitored in acute care following the incident.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone.

Event description:
It was reported that on march 16, 2022 at 0730 (patient's first post-surgical day for the repair of tetralogy of fallot), esmolol was "briefly started for about less than 5 minutes before it was decided to attempt amiodarone bolus (5 doses) and amiodarone drip.¿ the patient was reportedly active and alert, feeding by mouth, and on room air before the patient "appeared to slowly decompensate." Prior to initiating amiodarone bolus and infusion, it was noted by nurses at bedside that the patient was more hypotensive than prior (60/s/30's), while asleep and calm. The nurse practitioner was notified, and it was determined dexmedetomidine drip would be decreased but that it was ¿okay¿ to continue with amiodarone administration. However, the patient only continued to become more hypotensive with mean arterial pressure reading (map) in the 30's and desaturated to the 70's. The nurse practitioner was called to bedside. Simultaneously, "blow by and fluid was administered" while discussion occurred as to rationales for decompensation. The decision was made to intubate the patient at which point the patient continued to decompensate and arrested. Code "green" was called and subsequently code ecpr (extracorporeal cardiopulmonary resuscitation). At 1800 "post arrest" and while the patient was stable on ECMO (extracorporeal membrane oxygenation), the patient reportedly received an entire 250ml bag of esmolol (2,500mg of esmolol in 250ml sodium chloride 0.9%, concentration: 10mg/ml). The pump was reportedly not actively infusing the medication but noted that the tubing's safety clamp did not engage after its removal from the pump. Following the event, the patient reportedly went into cardiac arrest requiring CPR and subsequently ECMO cannulation. The patient then remained stable overnight with nicardipine frequently titrated overnight ranging from 0 to 1.5. Calcium, potassium, and magnesium replacements were given. Maintenance fluids was changed to dextrose 10% due to glucose level being 64. The patient was discharged from the hospital on (B)(6)2022.